Manufacturer narrative:
The initial reported event that the lead had "less than adequate sensing", "loss of slack", and was explanted and replaced, were previously submitted via an asr crdm atrial retro summary report. As retro reports do not get supplemented, the supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had "less than adequate sensing" and "loss of slack." The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.